Manufacturer narrative:
Final analysis found that the lead was returned in three pieces. The insulation was fractured at 27.7cm to 28.0cm from the connector pin, which fractured the inner coil. The damage sustained resulted from clavicular crush. An open circuit was found at the same location. (B)(4)

Event description:
It was reported that a rise in impedance and capture threshold was observed on the left ventricular lead. Noise was also noted. No patient symptoms were reported. A revision was performed on (B)(6) 2015 and electrical values did not improve. The lead was explanted without replacement at that time.